Manufacturer narrative:
B3: date of event is unknown b3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 4 of 7 it was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml sphingomonas contamination occurred. The following information was provided by the initial reporter: customer reports sphingomonas contamination in the mgit tubes.

Manufacturer narrative:
H.6. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The media is dispensed into bottles; caps are applied manually then torqued by machine per a standard operating procedure (sop). The bottles are then labeled and terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, bottles are packaged into final shipping configurations. Batch 3124522. The batch history record review for batch 3124522 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 3124522 (100 tubes) were available for inspection. No media defects were observed in 100 retention samples. There were no contamination defects observed in 100/100 retention tubes from visual inspection. One (1) uninoculated retention tube was placed into incubation to test for contamination. One tube was placed into the 20 to 25 degrees celsius incubator and one tube was placed into the 33-to-37-degree celsius incubator. At seven days incubation, there were no traces of microbial growth in the incubated retention tubes. There were no photos received to assist in the investigation of batch 3124522. Six (6) unused returns were received in a zip lock bag in a box with air bubbles to assist with the investigation. Three (3) returned unused tubes were placed into the 20 to 25 degrees celsius incubator and three returned unused tubes were placed into the 33-to-37-degree celsius incubator. At twenty-two (22) days of incubation, there was no growth in the 6 incubated tubes. Batch 3110086. The batch history record review for batch 3110086 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 3110086 (100 tubes) were available for inspection. No media defects were observed in 100 retention samples. There were no contamination defects observed in 100/100 retention tubes from visual inspection. One (1) uninoculated retention tube was placed into incubation to test for contamination. One tube was placed into a 20 to 25 degrees celsius incubator and one tube was placed into a 33 to 37 degrees celsius incubator. At seven days (7) incubation, there were no traces of microbial growth in the incubated retention tubes. There were no photos received to assist in the investigation of batch 3110086. Six (6) unused returns were received in a zip lock bag in a box with air bubbles to assist with the investigation. Three (3) returned unused tubes were placed into a 20 to 25 degrees celsius incubator and three returned unused tubes were placed into a 33 to 37 degrees celsius incubator. At twenty-two (22) days of incubation, there was no growth in the 6 incubated tubes. This complaint cannot be confirmed. There are no photos to confirm defect. The returned unused samples did not exhibit growth after incubation. Bd will continue to trend complaints for contamination.

Event description:
Report 4 of 7. It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml sphingomonas contamination occurred. The following information was provided by the initial reporter: customer reports sphingomonas contamination in the mgit tubes.